Event description:
On (B)(6) 2013,the reporter contacted animas and alleged the following: for the last two weeks, the patient has had severe low blood glucose (bg) levels between 19-70 mg/dl and had an episode today where she passed out. Patient wakes up with lows, and is not aware of symptoms. Patient does not always test bg, reports bg would resolve and then drop again. Patient could only keep bg above 100 mg/dl with food, and replaces insulin every other day. Patient has contacted her health care professional (hcp), but cannot see him until january. Hcp told her to put basal at 5 units/hr during the day, 3.0 units/h overnight. Patient reports changing basal rates today from the previous 5 units/hr during the day, 3.0 units/h overnight and at time of call were ¿weekday total 19.06 mn 0.5, 5am 0.9, 830 pm 0.90¿. It is unclear if today¿s change in rates was per hcp instruction or were the patient self-adjusting. Customer support (cs) explained that patient needs to work with hcp to adjust basal rates as animas cannot make recommendations. Patient was not bolusing for food, has been using basal. Patient recently had depo-provera injections to stop heavy menstrual flow and reports that she has been anemic with a ¿blood count¿ of 10. Cs instructed patient to follow-up with hcp and educator to get settings in pump that control bg when not eating and instructed her to use bolus for food and bg. Patient verbalized understanding the basal rates cannot be used for bolusing and the amount of insulin in the basal rate was contributing to her low bg. Cs instructed patient to get glucagon to inject in emergency, as patient did not have any available. Patient states they had once called ems who was unable to assist; could only test blood pressure and were not able to give glucose. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hypoglycemia and it is uncertain if the patient self-adjusted basal rates on (B)(6) 2013, a user error which may have led to the hypoglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.